Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with episodes of non-sustained rv oversensing due post-paced t-wave oversensing via merlin.net transmission. The patient did not receive therapy during the oversensing. The oversensing was noted on a stored egm. Programming changes were suggested. Dft and further actions will be discussed with the physician.

Event description:
New info received: an asymptomatic patient presented remote via merlin.net transmission. Non-sustained right ventricular oversensing due to post-paced t-wave oversensing was observed on the ventricular lead. Patient did not receive therapy during the oversensing. Recommended programming changes were made during device check.